Event description:
Reportedly, the patient's eyelashes were burned. No information has been released to us surgical/valleylab about the specific details of this event. However, due to the reporter condition of a burn on the face company feels this incident merited reporting. No procedure information is available. No information is available about treatment or patient status.